Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the implantable cardioverter defibrillator could not be interrogated. Attempts were made to feel and locate the device to facilitate interrogation but the location could not be confirmed with confidence. The patient was stable during the entire process and was referred for a chest x-ray to locate the device. No further information was available at this time.